Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose reached 305mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod's cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived fully deployed. Pod download data indicated that the device completed priming and ran for 558 pulses before being deactivated by the user. After investigation of the needle mechanism, no issues were found regarding the reported needle mechanism failure. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies relating to the soft cannula.